Event description:
Dexcom was made aware on (B)(6)2024, that on (B)(6)/2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6)2024. The patient experienced a skin reaction with inflammation and infection extending beyond the patch perimeter which occurred 3 days after the sensor had been inserted into the arm. The skin was prepped with an alcohol wipe prior to sensor insertion. On (B)(6)2024, the patient had a doctor¿s appointment (unrelated to her diabetes) where the skin reaction was noticed. It was reported the patient's bg level was 120-140 mg/dl during the md appointment (it was not specified if this was a cgm value or bg meter value). The patient was prescribed oral keflex for the skin reaction. The patient was fine at the time of the report. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).